Manufacturer narrative:
Concomitant products: product ID: 309328, lot# b0825597k, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a "mild shock type feeling" and her implantable neurostimulator (ins) was "warm to the touch". The ins was checked by a nurse and it was reported that there were no signs of infection, redness, or swelling. It was stated that the ins was not warm to the touch during "clinic" when the patient reported the occurrence to a company representative. The shocking feeling first occurred when the patient was in a hospital, but has since happened at her home as well. It was reported that the device "appears to be working for the patient". It was noted that this is the third system for the patient. There was no harm or injury to the patient, nor were any actions required as a result of this event. It was later reported that the issue was not resolved, but there are no current plans to explant the device. Additionally, it was noted that the device may have been implanted after the expiration date. This was unconfirmed and further information has been requested. If more information is received a supplemental report will be sent.